Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a procedure. The settings were apc pulsed effect 2 at 20 watts with a 1.0 liter per minute flowrate. After the procedure a perforation was detected. Surgery was performed to address the perforation. Note: the involved equipment was evaluated by the hospital's clinical engineering department and was found to be functioning as intended. However, at this time the account could not be certain which one of their apc/esu systems was used at the time of the incident. The involved equipment may also include apc (B)(4) as well as esus model vio 300 d, part number 10140-000, (B)(4).

Manufacturer narrative:
Arrangements are being made to have the two (2) apc/esu systems evaluated at the customer's facility. A follow-up report will be filed with the agency upon the completion of the investigation.